Event description:
A medtronic representative reported a site navigation system that displayed black monitor status and the site alleges there is a burning odor. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site (B)(6) 2015. Medtronic investigation of returned suspect monitor confirmed on site reports. Multiple components on secondary board (B)(4) are damaged/burnt due to excessive current. Electrical failure - defective pcba. (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instrument areas passed. Hardware p/f failed, finding that the cart monitor was not producing an image. Replaced cart monitor, all systems functioning properly. System performed as intended. Issue resolved.

Manufacturer narrative:
The hardware investigation, reported in the initial report, found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.